Event description:
During a review of programming history, an anomaly was identified. On the date of implant (B)(6) 2011, a faulted system diagnostic test occurred which resulted in a change to the patient's settings. Re-interrogation was performed however the patient left with the generator programmed a magnet output of 1.0ma. This was then corrected on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.